Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. New device consisting of a 5.5 cm cuff, pump and balloon were implanted. The patient outcome is yet to be determined due to the cuff being just implanted. It was added that the original device never worked satisfactory. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. New device consisting of a 5.5 cm cuff, pump and balloon were implanted. The patient outcome is yet to be determined due to the cuff being just implanted. It was added that the original device never worked satisfactory. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The pressure regulating balloon (prb) was cycled and deactivated and left in the patient. New device consisting of a 5.5 cm cuff, pump and balloon were implanted. The patient outcome is yet to be determined due to the cuff being just implanted. Should additional information be received a supplemental report will be submitted.